Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx 25 minutes into the procedure, there was low water in the cartridge, and it was determined there was a leak in the prolieve catheter. After the case was completed with the device, the anchoring balloon was found to be ruptured. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; result will be provided in a f/u medwatch report.